Manufacturer narrative:
Product ID 8709, lot# l63769; product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen (initially reported to be 2000 mcg/ml at a rate of 1500 mcg/day; telemetry shows the pump was updated on (B)(6) 2015 to 4000 mcg/ml at minimum rate, 25.7 mcg/day) and intrathecal hydromorphine (with an unknown initial rate and concentration, updated on (B)(6) 2015 to 4.0 mg/ml at minimum rate, 0.257 mg/day) via an implantable infusion pump. The therapy was noted as spasticity, and the indication for use was noted as intractable spasticity. The pump was reported to have failed/malfunctioned with 31 months left on the eri (elective replacement indicator). Beginning on (B)(6) 2015 at 03:49 and continuing to (B)(6) 2015, multiple error codes were shown in the logs indicating that the pump was in safe state and resets and low battery resets had occurred with no previous error messages showing in the logs back to (B)(6) 2015. The device was used within the patient and the intended use was treatment. The patient experienced withdrawals. There was no patient death and no patient injury reported. The patient had been given valium and oral baclofen for seizure prevention and in case of withdrawal. A pump replacement was to be scheduled as soon as possible. The plan was to return the product to the manufacturer for analysis. The type of baclofen used, its lot number, and the baclofen therapy dates were not provided; additional information has been requested, but was not available as of the date of this report.